Manufacturer narrative:
Product was received on (B)(4) 2013. The cartridge compartment is contaminated. A wrong cartridge change and the following insulin in the cartridge compartment may lead to a corroded piston rod.

Event description:
On (B)(6) 2013, pt reported a large amount of insulin spilled into the infusion device after the cartridge plunger stuck to the piston rod, and he has experienced elevated blood glucose since then. He removed the cartridge correctly when the plunger stuck to the piston rod. He discarded the cartridge, cleaned the compartment, and continued using the infusion device. His blood glucose has elevated to 250-260 mg/dl after eating. He treated hyperglycemia by delivering insulin via the infusion device, but it has taken more insulin than normal to decrease his level. His normal blood glucose is 140-160 mg/dl. No further issues were noted, and he switched to the backup infusion device for purposes of troubleshooting. The infusion device and adapter were replaced and requested for evaluation. Follow-up was completed on (B)(6) 2013. Pt reported his blood glucose did return to normal on the backup infusion device, and he believes the bolus delivery of the alleged infusion device was faulty due to the insulin contamination.